Manufacturer narrative:
Device information for the migrated leads: 1st lead: brand name - evoke cap12 percutaneous lead kit - 60cm. Model - 102878, catalog - 3008, lot number - 9017614490. 2nd lead: brand name - evoke cap12 percutaneous lead kit - 60cm, model - 102878, catalog - 3008, lot number - 9017794137.

Event description:
During a routine follow-up of an evoke spinal cord stimulation (scs) system, the patient reported inadequate pain relief as well as unintended occurrence of stimulation in different postures. Reprogramming was completed and unable to resolve the reported event. X-rays were obtained which confirmed lead migration. A lead revision was completed and therapy has been restored to the patient.